Event description:
It was later reported that the lead had exhibited low threshold and was ultimately electrically abandoned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was programmed off and the patient was sent for a chest x-ray which revealed no abnormalities. The lead was turned back on three days later and the patient reported no stimulation after a few hours. The patient returned two days later due to the stimulation recurring. Due to the stimulation being observed at a low output, inability to maintain consistent capture, and inability to find a suitable combination of output and pulse width without stimulation, the physician elected to reposition the lead. The lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was programmed off and the patient was sent for a chest x-ray which revealed no abnormalities. The lead was turned back on three days later and the patient reported no stimulation after a few hours. The patient returned two days later due to the stimulation recurring. Due to the stimulation being observed at a low output, inability to maintain consistent capture, and inability to find a suitable combination of output and pulse width without stimulation, the physician elected to reposition the lead. The lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event. It was later reported that the lead had exhibited low threshold and was ultimately electrically abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.